Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was re-implanted on (B)(6) 2015.

Manufacturer narrative:
Conclusion: according to the currently available information and telemetry measurements, it appears there was a problem with the active electrode possibly caused by minute device mobility. As no electrode has been received for investigation no electrode inspection was possible. Device investigations on the received part did not reveal any device defect or problem which is expected to have been present whilst implanted. This is a final report.

Event description:
The bilaterally implanted patient was re-implanted on the right side.